Manufacturer narrative:
We received 2 - ava units, one sealed and one returned without the packaging or kit components for examination. Examination of the returned open ava catheter shows what appears to be the wiper gasket to be pushed out of the hemostasis valve and into the extension tube of the distal lumen. The extension tube was cut and the wiper gasket removed and was found to be undamaged. Examination of the hemostasis valve found the wiper gasket to be missing. The sealed return from the same reported lot was opened and the components were examined and all the components were found to be in good condition. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the ava catheter showed a production defect so the user did not even try to use it. There was no allegation of patient injury. The device was available for evaluation.